Event description:
A malfunction was reported by the customer regarding their pump, which resulted in the screen becoming dark and unresponsive. The malfunction did not adversely impact the customer¿s blood glucose level. The customer was instructed by technical support to attempt charging the pump using known working supplies, but the screen remained off, and the led was blinking red. As corrective action, technical support arranged to replace the pump with one that has updated software, confirmed the shipping details, and informed the customer of the required return process for the faulty pump. The customer was also advised to use an alternate insulin therapy method in the interim and to program their settings into the new device upon receipt.